Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder appeared burnt while another was bent. No reported injuries or medical intervention.